Event description:
It was reported that the patient has expired. It was learned that the patient expired at the end of the operation due to unknown reasons. Per the operative report of late 2004, "attempts at resuscitation with open cardiac massage and inotropic support failed. She developed a small rent in her right ventricle after extensive cardiac massage. It was repaired with pericardial patch. She never regained significant rhythm and blood pressure that she could be taken to the intensive care unit. Therefore, she expired in the operating room."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received; however, the cause of death was not provided or could it be learned from the information provided. The device is unavailable for evaluation, as it was not explanted. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 9.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.